Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device recognized the attached adult electrode pads as pediatric electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical corporation. Evaluation of the electrodes attributed the reported malfunction to the junction board on the electrodes. During the investigation, the identification chip on the electrode set was confirmed to be programmed correctly. However, there was an intermittent communication issue between the CPR puck and the device. This is an indication that the device would not have been capable of reading the accessory identification chip located in the connector (pcb, junction board) of the electrode pads set. The r-series has two methods of identifying the accessory ID on the electrode set. First it looks to the identification chip for programmed data, and if it is unable to determine an identification, it then looks for the voltage drop across the identification resistor located on the junction board through a different path. In this particular investigation we have isolated the intermittent fault to the junction board in the electrode connector but we are unable to firmly establish root cause. It's important to mention the fault is extremely intermittent and we were unable to establish a pattern to reproduce. Retained samples of the same lot number 4217 were evaluated and did not reveal any irregularities that would have contributed to the reported malfunction. Analysis of reports of this type has not identified an increase in trend.